Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was experiencing lethargy and increased thirst. The patient stated she could not remember what her cgm value was during this time, as she was sleeping for most of the day. The patient started feeling disoriented. Her cgm was reading between ¿40-60 mg/dl¿ and the bg meter was reading 272 mg/dl. The patient was also wearing an unknown insulin pump and the patient¿s aunt and husband were delivering insulin boluses through the pump, however, the insulin pump infusion set was found to not be inserted properly on the patient¿s abdomen. Eventually, the patient¿s bg meter reading increased to 500 mg/dl. At this time, the patient¿s husband called 911. Ems arrived and was transported to the ER. At the ER, the patient¿s bg meter was reading 700 mg/dl. No cgm value was provided at this time. The patient was diagnosed with dka and admitted to the ICU. The patient was treated with an IV insulin drip, as well as IV fluids including magnesium and potassium. The patient also received unspecified antibiotics. The patient underwent an MRI and had three ¿brain tests¿. The patient was still in the hospital at the time of report but was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.